Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 305 mg/dl. Customer reported that the insulin pump alarmed motor error and rushed himself to the hospital because of this alarm. The customer was treated in the hospital. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08665 inches. No excessive no delivery or motor error alarms noted during testing. The motor was tested outside the insulin pump and passed. Insulin pump was received with case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, and scratched reservoir tube window.